Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID 7427v, serial# (B)(4), product type: implantable neurostimulator; product ID 7427v, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
The rep additionally reported about a month later that the results of the x-ray was no dislocation found. It was unknown if any surgical intervention will occur. It was unknown if the shocking resolved. The outcome of this event was they tried turning off the ins but the patient came back to the hospital to have it turned on because of returning of symptoms.

Manufacturer narrative:
Concomitant medical products: product ID 7427v, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
The company representative (rep) reported that the patient refers annoying shocks even when the implantable neurostimulator (ins) was off. The shocks happen near to the ¿electrocatheter¿ and to extension. The patient hasn¿t reported any problem since now, and has always been able to manage stimulation intensity and postural changes successfully. The physician thinks that it may be due to the ¿catheter¿ moving away from the correct initial position. Troubleshooting was performed, impedancetest was okay. X-rays will be done. The issue was not resolved at the time of this report. No surgical intervention occurred nor was planned. The patient was alive with no injury. Additional information has been requested to find out the results of the x-ray and the outcome of this event. If additional information is received, a follow up report will be sent.